Manufacturer narrative:
Product event summary: the device failed ventricular heart wire connector incoming functional test due to impedance above specification; the connections were cleaned. Analysis also found the lower case was cracked.

Event description:
The external pulse generator was returned to the manufacturer for yearly preventive maintenance, analyzed and tested out of specification. There was no patient involvement.